Manufacturer narrative:
Unit received with partially broken off reservoir tube lip. Unit received with missing reservoir tube lip o-ring and end cap sticker. Unit received with cracked case at display window corners, display window, reservoir tube window corners, reservoir tube window and battery tube threads. Unit received with minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump is broken at the reservoir connection and the reservoir cannot be locked into place. The customer's blood glucose reading was unknown at the time of incident.  Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction.  The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details provided.